Event description:
New information states that the lead exhibited high capture threshold

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01247; related manufacturer reference number: 2938836-2020-01248. It was reported that the patient presented in clinic for follow-up. It was noted that the left ventricular (lv) lead was not capturing. The right atrial (ra) lead was dislodged and previously turned off in 2015. During lead replacement procedure it was noted that the right ventricular, ra and lv leads were adhered. The leads were explanted. The patient had no complications.

Manufacturer narrative:
The reported events were inadequate capture threshold and lead failure to disconnect. The reported event of inadequate capture threshold was not confirmed. As received, only the distal portion of the lead measuring 70.0 cm was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found internal insulation abrasion breaching both re cable lumens were noted; one at 3.0 cm to 5.0 cm and another at 3.5 cm to 5.3 cm from the distal electrode end. The re cables were noted pulled, the etfe cable coatings were damaged and some filars of the cables were broken/separated due to procedural damage in these regions. An internal insulation abrasion breaching the inner coil lumen was noted at 5.4 cm to 6.3 cm from the distal electrode end. Both re cable lumens were also abraded in this region. The re etfe cable coatings were normal in this region.